Manufacturer narrative:
The customer reported "stained display", which does not prevent the use of the device, and it is solved by the replacement of the component. After the device was returned for evaluation, during the inspection the service found out that, in addition to the stained display, the device had come in contact with liquid. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; allow infiltrations of liquid inside the pump. The contact with liquid can potentially cause a momentary fault, with formation of short circuit until the penetrated liquid dries up. The service cleaned the traces of oxidation on the electronic parts and replaced the display. Device repaired and returned. No patient involvement.

Event description:
The customer reported that the display was stained. In addition, the service found out that the device had come in contact with liquid/drug.